Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.

Event description:
It was reported that bd unknown intima ii cap was loose patient infusion closed intravenous indwelling needle heparin cap and disposable scalp needle joints are not connected, resulting in patients' blood reflux, easy to cause patients' infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.